Event description:
It was reported to covidien that a customer had an issue with teds stockings. The customer reports the patient developed a blister at the site of the top band elastic after she had stockings placed on her in the hospital. Patient was moved to nursing home and was returned to hospital with necrosis at site of previous blister. Treated with debridement and mupirocin ointment.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion the results will be forwarded.